Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was exhibiting a monitoring voltage reading that indicated possible premature battery depletion.

Manufacturer narrative:
Cpi received info that this ICD was explanted on 9/12/1997 for premature battery depletion. The ICD was returned to cpi; analysis of the ICD found premature battery depletion. The cause of the depletion could not be determined.